Event description:
It was reported "the screen on the console went black and could not be recovered. The pump continued pumping and you could print strips, etc. They swapped the console and there was no patient harm". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "screen on the console went black and could not be recovered" was not confirmed upon investigation of the returned sample. The customer returned an autocat2 series display head assembly (part number 77-3016-001w, s/n (B)(6) ) for investigation. The part was returned in a brown cardboard shipping box, protected by protective shipping packaging and esd bag (inp-1 through inp-3). Visual inspection of the display was performed (inp-4 through inp-8) and no abnormality was noted. The display was installed onto a known good ac2 for functional testing. The pump screen initially flashed red upon powering on; however, the system then displayed correctly, and no abnormalities were noted on the screen (anp-1). The system had a normal response to the hard keys. Pumping was initiated (anp-2). Each hard key was pressed multiple times (wait for more than 8 seconds on each press); and the pump properly issued a system error 7 alarm. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated, and the pump had a proper response. The pump was left to run for over 60 minutes with no issues or alarms. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "the screen on the console went black and could not be recovered. The pump continued pumping and you could print strips, etc. They swapped the console and there was no patient harm". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "the screen on the console went black and could not be recovered. The pump continued pumping and you could print strips, etc. They swapped the console and there was no patient harm". The patient status is reported as "fine."